Event description:
Healthcare professional reported left side "change of shape and pain" and "capsular contracture baker grade iii". The device was explanted and will not be returned.

Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event of visibility/palpability and capsular contracture requested on november 25,2025. With lot number 2933588 and catalog number n-trf415. Visibility/palpability: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.